Manufacturer narrative:
At the visit on site the field service engineer performed checkup of optics and mechanical parts of device as part of the routine preventive maintenance. The technician did not find any defect or non-conformance. The technician cleaned the optics. The technician performed verification of device according to company standards and found device meets all safety and functional parameters. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. There is no indication a device malfunction or inappropriate labelling caused or contributed to the reported event. (B)(4).

Event description:
A nurse reported that the target refraction for the left eye was calculated at -2.00 diopters but the final refraction for the patient is plano. Additional information received states that the patient is doing well.